Event description:
It was reported that patient experienced cgm malfunction message and pump stopped working properly. There was no reported impact to the customer¿s blood glucose level. Patient independently reset pump without contacting support, and pump function was restored, with no additional actions documented from technical support.